Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D10/h3 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the distal marker band and outer layer was seen to be detached from the catheter tip and was not returned with the device. The catheter hub was intact and there was no other visual defects noted with the device. Functional testing was not required as the defect was confirmed visually. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the tip of the microcatheter was steam shaped once for 30 seconds/1mm of shape with an electric kettle, the dfu indicates "shape microcatheter by holding mandrel/microcatheter assembly no closer than 2.54 cm (1 in) from steam source for approximately 10 seconds." The additional time taken to shape the tip of the catheter would have weakened the tip of the microcatheter. An assignable cause of user error will be assigned to the as reported ro marker(s) detached/separated/not visible under fluoroscopy and un - retrieved device fragments. And to as analyzed catheter tip broken/fractured during us as there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during the treatment of a cerebral aneurysm ruptured in the anterior communicating artery, the operator used the steam-shaping technique to manipulate the tip of the subject microcatheter once. On the second attempt, the tip of the microcatheter (subject device) was formed manually without using steam shaping. The operator noticed that the apical opaque marker tip of the subject microcatheter was broken when advancing the microcatheter to the aneurysm so he withdrew the it and continued with a same new device. A post-operation digital subtraction angiography (dsa) test was done as a medical intervention to locate and retract the missing marker but the physician was unable to confirm the missing marker. There is a possibility that it may remain in the patient. It was also reported that the patient has suffered from severe subarachnoid hemorrhage; therefore, any adverse health effects resulting from the event are unknown. The physician replaced the subject microcatheter with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The subject device is not yet returned.

Event description:
It was reported that during the treatment of a cerebral aneurysm ruptured in the anterior communicating artery, the operator used the steam-shaping technique to manipulate the tip of the subject microcatheter once. On the second attempt, the tip of the microcatheter (subject device) was formed manually without using steam shaping. The operator noticed that the apical opaque marker tip of the subject microcatheter was broken when advancing the microcatheter to the aneurysm so he withdrew the it and continued with a same new device. A post-operation digital subtraction angiography (dsa) test was done as a medical intervention to locate and retract the missing marker but the physician was unable to confirm the missing marker. There is a possibility that it may remain in the patient. It was also reported that the patient has suffered from severe subarachnoid hemorrhage; therefore, any adverse health effects resulting from the event are unknown. The physician replaced the subject microcatheter with a new device and continued the procedure without clinical consequences to the patient.